Manufacturer narrative:
This report is submitted on february 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator, subsequently the receiver-stimulator was explanted (date not reported) the electrode array remains in-situ.